Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced the crem module. The root cause of this event appears to be an unserviceable crem module assay.

Event description:
The customer reported that on (B)(6) 2011 several erratic creatinine (crem) patient results were produced on the unicel dxc 800 synchron system for multiple patients. The erratic results were reported out of the laboratory however there were no deaths, serious injuries or modifications to patients' treatment associated or attributed to this event. Data supplied by the customer indicated that eight suspect crem patient results were produced on the unicel dxc 800 synchron system, which upon repeat on another instrument, were regarded as "normal". Crem quality control results possessed some failures during the timeframe of this event. However no other modular chemistry assays were affected. No sample collection or handling information or additional system information was provided by the customer.